Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that while evaluating on the left side they felt as though their bladder was not fully emptying. The patient reported they had switched back to the right side and felt better. The patient was advised to reach out to their healthcare provider. It was noted that the trial began on (B)(6) 2019. No further complications were reported.